Manufacturer narrative:
(B)(4). This complaint is for a report of a use error - reuse of single-use product, where the nurse changed the supply bags without changing the cassette. Use errors and proper user instructions are addressed in the homechoice and homechoice pro apd systems patient at-home guide," which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supplies. The guide warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported during peritoneal dialysis (pd) therapy, the solution bags were replaced without changing the homechoice automated pd set with cassette. The nurse disconnected the two supply bags and connected new ones to the heater and supply lines. During troubleshooting, the technical service representative reviewed proper procedures per the user manual with the nurse. The nurse will start over with new supplies. There was no report of patient injury or medical intervention. No additional information is available.